Manufacturer narrative:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The patient underwent a skin revision surgery on (B)(6), 2023 and was treated with oral antibiotics (specific date and duration not reported) to clear infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6), 2023. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 10, 2023.

Manufacturer narrative:
This report is submitted on february 28, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence over the implant, exposing the receiver/stimulator. The patient underwent revision surgery on (B)(6) 2023, to reposition the device. The implanted device remains.